Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided for reporting. Other UDI: (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Reporters phone number: (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during a spinal setup for a degenerative lumbar posterior fusion at l4 -l5 it was noticed that two (2) t25 stardrive shaft and a holding sleeve standard for matrix were slightly damaged. Both t25 stardrive shafts were slightly stripped at the end. The holding sleeve has distal metal rings that were starting to come off due to wear and tear. No patient was affected by these instruments, therefore no patient information will be provided. There was no delay in surgery. This complaint involves three devices. This report is 1 of 3 for (B)(4).